Event description:
It was reported that the asymptomatic patient presented in clinic for device follow up. Upon interrogation, the atrial lead exhibited high capture threshold, low impedance, and sensing anomaly. On (B)(6) 2015, the lead was capped and replaced with no adverse events. The patient would continue to be monitored with regular follow ups.

Manufacturer narrative:
(B)(4).